Manufacturer narrative:
Consumer indicated product was returned to place of purchase. If product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer wore ace wrist brace all day at work and when removed, area around wrist looked like a chemical burn. The next day area was worse, all red with little pustules. Consumer stated doctor told her to take zyrteck.